Manufacturer narrative:
(B)(4). Carefusion technical support explained to the customer that it was possible that the error code was not cleared upon exiting out of service/ diagnostic mode. They explained to the customer how to access the ¿service/ diagnostic mode¿ to clear the codes. A replacement battery was also shipped to the customer per customer request. The old battery was shipped back to carefusion on august 3, 2015, and was routed to the service department for investigation.

Event description:
Carefusion technical support documented the following to capture a complaint from one of the user facilities: "[customer] called to report that he just received s/n (B)(4) back from factory service after the pm, but noticed when [they] turned on the unit, error code e20 was present. No patient involvement; [they were] just checking the unit out before taking it to the respiratory department. Knowing this was a "battery" error code, [they] charged it over night. When [they] came in this morning, the error code was still there. [They requested] a replacement battery rather than sending in the unit for repair."

Manufacturer narrative:
Failure analysis (fa) lab received a battery. The customer issue was duplicated by removing f2 fuse which will prevent the battery to be charged and take power from battery. This also will give an error 20 code. The battery tested good, minimum voltage required and charges fine. Since the battery tests out correctly. Due to a bad fuse, fa was able to duplicate the fault. The fuse on the unit needs to be replaced. The battery was scrapped.